Event description:
Customer's friend reported being unable to wake up customer and called emergency medical systems (ems). Ems device = 32 mg/dl. Customer was given an IV by ems and taken to hospital. Hospital admitted customer for 4 days and medication was given, however the type was not provied. No controls. A request was made for return product and replacement product was sent.